Manufacturer narrative:
Lot #-4527245pp036. Device manufacture date -09/09/2014. Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Manufacturer narrative:
No lot number reported. Therefore, no testing methods performed. No results available since no evaluation performed.

Event description:
On (B)(6) 2015, a gore acuseal vascular graft was implanted as a av access graft. On (B)(6) 2015, the gore acuseal vascular graft clotted. A declot procedure was performed on (B)(6) 2015. The graft reportedly clotted again and another declot procedure was performed. After the second intervention, the graft was abandoned and a neckline catheter (unknown manufacture) was placed. The catheter reportedly clotted off within 24 hours. The physician reportedly suspected the patient may have had a clotting disorder.